Event description:
It was reported that the physician was getting an error message "error initiating programming" while interrogating the pt's generator before the surgery and inside the operating field. The message was received while doing the system diagnostics test. Troubleshooting was performed but it did not help. Another wand was used and it worked fine. New wand was shipped to the site and the old wand is returned back to the MFR. Old wand is under product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.